Event description:
Pt presented to the emergency room for removal of an infected tesio catheter. The physician was in the process of removing the catheter when it broke. Fluoroscopic assistance was provided for removal of the left subclavian tesio catheter. The physician subsequently performed an incision to locate and remove the catheter within the subcutaneous soft tissue of the upper left chest wall. The device was inadvertently discarded.